Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). (B)(4). The device has not been returned for analysis. Therefore, the root cause of the reported not established cannot be confirmed. Based on all available information, there is not enough evidence to determine whether the handle cannula got broke due to the physician's technique during the procedural, due to the anatomical conditions or was related to a device malfunction during the preparation. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a stone. However, the handle cannula broke. They removed the basket from the patient by closing it from the broken wire and removing it. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a stone. However, the handle cannula broke. They removed the basket from the patient by closing it from the broken wire and removing it. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Block h2: correction: d4 model number. Block h6: device code a0501 captures the reportable event of handle cannula detachment. Block h10: the returned trapezoid rx retrieval basket was analyzed, and a visual inspection noted that the handle cannula was detached. Although an x-ray showed that the screws were in good condition, the proximal screw depth measured less than the minimum tolerance defined in the product design specifications. The set screw holds the handle to the cannula of the device, and if the set screw is not fastened to the appropriate depth, it could impact the set screw joint tensile strength during use of the device and cause the handle cannula to detach. It was also found that the retrieval basket side car rx was pushed back approximately 4.0 mm, which is out of specification. The observed side car rx push back was likely caused by manipulation of the device during use; possibly during attempts to remove the device after the handle cannula broke. Based on all available information, boston scientific concludes that this handle cannula detachment event was likely caused by a set screw that was not fastened to the correct depth during manufacturing of the trapezoid rx retrieval basket. An investigation conclusion code of 'quality control deficiency' was assigned, since the process for confirming correct set screw depth was found to be inadequate. A non-conforming events prevention (ncep) and a corrective and preventive action (CAPA) investigation was initiated to determine the root cause of these type of events and to identify appropriate mitigations. This device was manufactured prior to implementation of these solutions.